Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (occlusion and calcification). Deformation problem. Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (occlusion and calcification). (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to the distal rca. Angiography showed that the lesion was occluded and calcified. The device was inspected prior to use with no issues noted. The lesion was pre-dilated but it was reported that the device could not pass the lesion due to calcification. There was no patient injury. The device was returned to the manufacturing facility and the stent was noted to be damaged. Evaluation summary there were no kinks located on the delivery system. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The distal section of the stent had no evidence of damage. The 9th distal segment had evidence of overlapping and stretched struts. The 15th and 16th distal segments had evidence of raised and stretched struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).